Event description:
It was reported to baxter (B)(4) that the customer observed a leak from the inverted septum of an unused injection site on a interlink non-dehp t-connector extension set. This occurred on the 10th day of use of the set. The set was connected to a percutaneous central venous catheter, a threaded lock cannula and an administration set. There was patient involvement but no patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary the customer reported condition was confirmed during sample evaluation. One actual defective sample was returned at the plant for evaluation. Upon visual inspection, an inverted septum was observed at the male luer lock. No further testing was performed. The assignable root cause of the reported condition is unknown.

Manufacturer narrative:
(B)(4). It is reported that the device is available for evaluation. Upon completion of the evaluation of if additional relevant information becomes available, a follow-up MDR will be submitted. This is a product not distributed in the us and does not have a 510k number.